Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to run the extended self-test (est) and replace the flow sensor. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).